Event description:
It was reported this catheter was placed for a nephrostomy drainage procedure. Several days placement it was noted the hub of the catheter was leaking and the extrusion distal to the hub appeared broken. The pt's pre-existing condition, low white blood cell count and low platelet count, necessitated a platelet transfusion and admin of anesthesia to successfully exchange for a new catheter. It was indicated the second catheter placed also leaked one day post placement at the hub and was exchanged for another successfully. The pt's condition is good. This device has been destroyed by the user facility. Therefore, no failure analysis will be available. User technique as well as the pt's pre-existing condition may have contributed to this event, however, co is unable to determine the exact cause for this event. Directions for use state: "this catheter is designed for percutaneous drainage of the urinary tract."